Manufacturer narrative:
The event occurred at (B)(6). The patient weight was not provided. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 8 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase (ldh) level increased from the 600 u/l range to above 3000 u/l in addition to a high bilirubin level. Pump inflow cannula malpositioning and pump thrombosis were suspected, and the pump was exchanged. No additional information was provided.

Manufacturer narrative:
The explanted pump and system controller were returned to the manufacturer for analysis. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing. The distal portion of the driveline was returned in two pieces measuring approximately 12 and 25.5 inches respectively. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the outlet elbow. The outlet elbow was returned attached to the pump's outlet port. Examination of the pump upon disassembly revealed a flat, tissue-like deposition on the body of the rotor. The deposition¿s lack of laminated layering suggests that it did not develop in the rotor. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Although a root cause for the observed deposition could not be conclusively determined through this evaluation, it could have contributed to the reported elevated levels of lactate dehydrogenase (ldh). The report that the inflow conduit was malpositioned could not be confirmed because the inflow conduit (inlet tube, flex section, and inlet elbow) was not returned for analysis. No images showing the misalignment were provided. A correlation between the report of an inflow conduit malposition and the observed depositions could not conclusively be established. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Full functional testing of the returned system controller was performed using laboratory equipment. The system controller functioned as intended during analysis. And the events recorded in the log file could not be correlated to an issue with the system controller. Analysis of the system controller log file found multiple pulsatility index (pi) events captured throughout. Based on the manufacturer¿s previous complaint experience, the nearly constant pi events observed in the system controller log file could be indicative of suction events due to the reported inflow cannula malposition; however, a direct correlation between the confirmed frequent pi events and the report of a malposition of the patient¿s inflow cannula could not conclusively be determined. A review of the device history records for the pump and system controller revealed the devices met applicable specifications. The manufacturer is closing the file for this event.